Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2012 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of an interrupted diagnostic test. The physician corrected the settings; however, the device off time was not corrected. The device was not interrogated prior to the patient leaving the office as recommended by device manufacturer to ensure the device is at the correct settings. There is no available programming history suggesting that the setting was corrected. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.